Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device had poor clip formation. The surgeon used a different clip applier to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.